Event description:
On monday we had an incident where we had to write off an implant (7009363) due to it hydrating far too quickly (<10 seconds) and becoming unable to properly implant. The second implant of the same lot hydrated in an appropriate amount of time. The case was completed with a second implant.

Manufacturer narrative:
The case was completed with a second implant.